Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number:2017865-2020-10544. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricle lead and implantable cardioverter defibrillator exhibited high out of range defibrillation impedance. No noise was observed with isometrics. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.